Event description:
Metal portion broke during the procedure under normal use. Question if it may have been cracked prior to use. No patient harm or change in plan of care. No adverse effects on patient or blood loss. Procedure completed as planned.======================manufacturer response for microdebriding rotating blade, quadcut blade, 4.3 mm (per site reporter).======================we plan to return to them for evaluation.what was the original intended procedure?left and right sphenoethmoidectomy with removal of polyps; left and right maxillary antrostomy with removal of polyps for chronic polypoid rhinosinusitis.